Manufacturer narrative:
(H6) codes were incorrect in the initial report. This report contains the corrected h6 (health effect - clinical code codes and investigation findings). Added additional health effect - clinical code 1930. Added - investigation findings 3243. Removed - investigation findings code 3221.

Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. The device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend.

Event description:
It was reported that a patient experienced a dental implant loss.